Event description:
A customer contacted beckman coulter inc (bec) reporting that approximately 10 ml of clenz spilled out of the lh 750 hematology analyzer on the bottom of the diluter by the laser. The operator was wearing gloves and a lab coat at the time of the incident. There was no exposure to open wounds or mucous membranes. There was no impact to patient results.

Manufacturer narrative:
A field service engineer (fse) was dispatched on (B)(6) 2012 for this event. The fse discovered that the sample line going to the flow cell from the green "t" connector was wet from either a pinhole or seepage around the connection. The fse replaced the tubing, which resolved the leaking issue. The fse also replaced the laser and hemoglobin (hgb) lamp. Service activity performed was verified to meet the specified requirements per established procedures. The failure mode was from a leaking tube. Per labeling, beckman coulter, inc urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).